Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device locked up on the surgeon. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the trigger housing was returned for evaluation. The main housing was not returned. The trigger housing was visually and functionally evaluated. The returned trigger worked properly when attached to a known good main housing during evaluation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02798. The same patient is represented in each medwatch.